Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the no power up was verified to be caused by a defective pace/defib (pd) engine. The pd engine was replaced to resolve the problem. The board is scrapped after testing. The device was recertified and returned to the customer. No emerging trend based on similar reports.